Event description:
Pump over infused. Pt information unk. No other information available at this time.

Manufacturer narrative:
The device evaluation is currently underway. A follow-up report will be submitted after the evaluation is completed.